Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) follow-up.

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for investigation. Visual inspection of the driver's external components revealed no anomalies. The electronic patient data were reviewed and revealed numerous "external air connected" notifications. This is an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the external air connected icon and activate the primary compressor. This confirmed the customer-reported compressor cycling issue. After the manual pressure regulator was replaced, the compressor cycling issue was resolved and the driver met all test acceptance criteria. The driver was serviced before being released to finished goods. The issue of compressor cycling because of a malfunction of the manual pressure regulator is being investigated in a CAPA (corrective or preventive action). The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with compressor cycling because of a malfunction of the manual pressure regulator. After the manual pressure regulator was replaced, the compressor cycling issue was resolved and the driver met all test acceptance criteria. The driver was serviced before being released to finished goods. This failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.